Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted but the paddle lead remained implanted.

Manufacturer narrative:
Corrected data h6: device code.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23827. It was reported that effective therapy was never established. Attempts to reprogram the stimulator were unsuccessful. Surgical intervention may take place to address the issue.